Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high all day. The patient's blood glucose was currently over 600 mg/dl. The customer gave herself a bolus but her blood glucose did not change. The customer wanted to verify if the bolus was delivered; she then mentioned an open circle on her insulin pump screen. Troubleshooting for the hyperglycemia was declined; however, it was confirmed that the insulin pump did not alarm no delivery. No products were returned or replaced.